Manufacturer narrative:
Manufacturing site evaluation: information about the complaint: information about the complaint are malfunction manufacturing and quality control data because the serial number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that are conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. Further actions: from our point of view, no further regulatory actions are required.

Event description:
It was reported that a shunt (article # unknown) was explanted after three (3) weeks. According to the complainant, the valve, then the catheter showed complications. No patient or product data submitted.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.